Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error code battery not charging fault (e-059) was observed in the device's error log. In conclusion, the device's detachable battery was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.